Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination in the diaphragm valve, crease flat and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination and opening striated in the anterior side. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure and a striated opening in the anterior side assessed as surgical damage."

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.